Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure to treat a target lesion in the ostial left anterior descending (lad) artery, the 3.0 x 15 mm nc trek was advanced for post-dilatation of a newly implanted 3.0 x 18 mm xience alpine stent. Dilatation was performed and the device was removed without difficulty; however, during removal, the hypotube of the nc trek dilatation catheter separated at the hypotube, at a location outside the patient anatomy. Both segments of the device were easily removed from the patient anatomy. There was no adverse patient effect and no clinically significant delay. No additional information was provided.